Event description:
On (B)(6) 2011, at (B)(6), the customer reported that the roller pump module rpm 20-320, single roller pump (B)(4) attached to the hl20 displayed an "rpm-diff" error message. The hospital reported this to the maquet service representative on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician cleaned the fly wheel fiducial mark, then checked the pump motor speed and alarms. The unit passed functional tests to factor specifications. The unit was not returned to the manufacturer. (B)(4).